Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res), who replaced the heater rod to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility reported a fresenius 2008t hemodialysis (hd) machine with visible heat damage to the heater rod. The issue was found by a fresenius regional equipment specialist (res) while servicing the machine. The initial issue was the machine tripping the circuit breaker in rinse and heat disinfect mode. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 210 hours and the distribution board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the heat damaged heater rod. The biomed did not observe any burning smell, smoke, spark, flame, or arcing related to the issue. The biomed reported the heater rod and with valves 29 and 41 were replaced which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The heater rod was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: plant investigation: the heater rod was returned to the manufacturer for physical evaluation. An exterior inspection revealed no discrepancies. The heater rod was connected to a voltmeter, and there was conductivity between the thermal fuse (hot): brown and ground: green with yellow trace. Also neutral: blue and ground: green with yellow trace. It is supposed to read open load between ground and brown, blue wires. An internal inspection revealed no discrepancies.